Manufacturer narrative:
No unexpected external ram crc error alarms, unexpected restart alarms, button error alarms, excessive no delivery alarms, motor error alarms, failed battery test alarms, off no power alerts/alarms or battery out limit alerts noted during testing. No unexpected low reservoir alarms; the low reservoir feature functioned properly during testing. The insulin pump passed unexpected restart error test, self-test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and off no power test. The operating currents were in specifications. The motor was tested outside of the insulin pump and passed. The insulin pump had a cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and missing drive support cap sticker. The insulin pump had an intermittent button response on the act button due to moisture damage on keypad traces noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
Customer's mother reported via phone call that the insulin pump alarmed no delivery and button error. The alarm history was checked and it showed several motor error alarms back in (B)(6) 2015, button error alarms on (B)(6), bad battery alarm on (B)(6) and battery out limit on (B)(6). Mother also reported unexpected restart and external ram error alarms, off no power and low reservoir alarms. Blood glucose value is unknown. The drive support cap is recessed. The device was not exposed to a magnetic field. They were unable to complete the rewind sequence. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.